Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 57.7 - 58.9 cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that the rv lead was explanted and replaced due to high pacing lead impedance. The measurements of the new lead were in range. The patient condition was good.